Event description:
Caller reported issue with fill resistance, and it was confirmed that the issue was currently being experienced. Customer declined to answer questions regarding any adverse impact on blood glucose levels. To resolve the issue, technical support (cts) advised the caller to change the needle and the cartridge. The customer was able to load insulin into a second cartridge successfully, and cts replaced the cartridge.